Manufacturer narrative:
The psm was returned to isi and was analyzed. Failure analysis noted that axis 2 failed during slow sweep testing. The axis 2 brake will be replaced. This complaint is being reported due to the psm failing the slow sweep test in failure analysis. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported by the intuitive surgical, inc. (Isi) technical field engineer (tfs) that prior to starting a da vinci hysterectomy surgical procedure, the patient side manipulator (psm) was unable to home. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No reports of patient injury was reported.